Event description:
The pt is 36. At the age of 17 she underwent reconstruction of the right breast for mammary hypoplasia and loss of pectoralis muscle related to poland's syndrome. Silicone gel implant was used. She has developed worsening status with rupture of implant and severe capsular contracture.